Event description:
It was reported the customer received a keypad anomaly. The customer stated their buttons were acting up and then a button error alarm occurred. Customer's blood glucose was 179 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All buttons functioned properly and no damage on the keypad assembly was noted. No button error alarm. Inspected connector on lcd and it was connected properly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.